Event description:
A report was received that the patient was experiencing increased back pain. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patients new pain was not device related. The patient underwent a revision procedure wherein a non-bsc device was replaced with a bsc ipg. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing increased back pain. The patient will undergo a revision procedure.